Event description:
We were notified that this rv lead was displaying noise. There were no inappropriate shocks delivered. The lead was monitored and then capped and replaced on (B)(6) 2018. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.